Manufacturer narrative:
An infection was observed following the implantation of this biotronik device. The sterilization process was investigated. The validated process assures that all sterilization parameters, such as gas concentration, temperature, humidity, etc., are within its specified ranges for each distributed device. Additionally, an analysis of validated microbiological indicators is performed after every sterilization procedure as evidence of successful completion of the sterilization process. Review of the biotronik complaint database did not reveal any changes regarding the trend for this type of incident. In summary, the infection was not device related.

Event description:
A bacteremia and soft tissue infection was reported. The patient was hospitalized and treated with amoxicilline.

Manufacturer narrative:
The patient suffered from discomfort associated with a feeling of heat, fatigue, nausea and chills. A bacteremia and soft tissue infection with positive blood cultures on the right leg was reported. Due to insufficient information the event was previously assessed possibly related to the procedure. The site now provided the location of the infection on the right leg and the sponsor assessment was adapted to not related to procedure or devices. An infection was observed following the implantation of this biotronik device. The sterilization process was investigated. The validated process assures that all sterilization parameters, such as gas concentration, temperature, humidity, etc., are within its specified ranges for each distributed device. Additional an analysis of validated microbiological indicators is performed after every sterilization procedure as evidence of successful completion of the sterilization process. Review of the biotronik complaint database did not reveal any changes regarding the trend for this type of incident. In summary, the infection was not device related.